Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not alarming no delivery. Customer's blood glucose level was 569 mg/dl. The customer made a complete set change to treat his high blood glucose level. The device was not returned.